Event description:
It was reported during a pre-check, the cardiosave intra-aortic balloon pump (iabp) nuh rp pneumatic interface module (pim) test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The field service engineer (fse) that encountered the issue applied grease to the safety disk. The fse ran a pim leak test which passed with no issues. The fse performed all functional checks and calibrations per manufacturer specifications. The iabp was then ready for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d8, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation), h11 corrected fields: b5, h6 (medical device problem code and investigation conclusions) h4 (manufacture date) should be left blank. Kindly revert. The fse that encountered the issue applied grease to the safety disk. The fse ran a pim leak test which passed with no issues. The fse also adjusted the cable so it became unstuck. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) failed the pim test and the power cord was unable to retract. There was no patient involvement.